Event description:
During a remote follow up, an error message was noted on the device. Technical support was contacted and recommended interrogation of the device at an in clinic follow up. The patient presented in clinic for a follow up and the device was interrogated to resolve the event. The patient was stable.